Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with signs and symptoms of hemolysis and potential thrombus in the pump. Based on the hospital's clinical judgment, a decision was made to explant the lvad for patient recovery.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.